Event description:
It was reported that the patient came to the office 8 yrs post op with a scorpio ps knee and patella pain. Patient stated that the device was making a clunking noise and did not fell right. Surgery was scheduled for a scope and the surgeon found a 'grossly loose patella component' and removed it.